Event description:
I had a boston scientific mesh bladder sling put in during a hysterectomy. From day one I had problems with pain, infection, swelling, inflammation, caused me lymphedema, severed my urethra, nerves, muscles in pelvic area, has left me with unbearable pain, created neuropathy, etc.